Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0304669. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer had received false positive result and pcr test was performed and resulted as negative for the same samples. Bhr (batch history review) analysis and retain sample testing were performed on the batch number provided and no issues were found, and results were acceptable. Samples were returned for investigation and results were acceptable. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit giving false positive results however being verified as negative via pcr. The following information was provided by the initial reporter: inquired if any pcr was performed to verify the reading. Customer informed that they had confirmed the patient result as negative when the analyzer read the samples as positive. Thus, customer is reporting a false positive for the patients samples.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit giving false positive results however being verified as negative via pcr. The following information was provided by the initial reporter: inquired if any pcr was performed to verify the reading. Customer informed that they had confirmed the patient result as negative when the analyzer read the samples as positive. Thus, customer is reporting a false positive for the patients samples.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.